Event description:
Alleged they are having an intermittent problem when lowering the hilow function and releasing it from siderails, it runs back to the high position on its own.

Manufacturer narrative:
The facility has not completed repairs to the bed.